Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.25 x 38 synergy&#10244;rug-eluting stent was advanced but was unable to cross the lesion. A non-bsc guide extension catheter was then used to deliver the stent but still failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damaged; struts lifted, misaligned and pulled distally over the distal markerband. The stent od (outer diameter) of the undamaged proximal section was measured using snap gauge ID which is within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.25 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. A non-bsc guide extension catheter was then used to deliver the stent but still failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.